Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused in the emergency department. The expected and actual infusion times were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR - update the date to 02/25/2025. Additional information: h6 (update codes) and h11. H11: a review of the event history log identified a programmed infusion for vancomycin at a rate of 166ml/hr and volume to be infused 250ml. Additionally, multiple ¿downstream occlusion¿ alarms were observed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.